Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, which resolved the issue, allowing the customer to continue using the pump for insulin therapy.